Event description:
(B)(4). Initial and additional information received from a nurse on (B)(6) 2008: a (B)(6) female received a total of 19 vials of injectable poly-l-lactic acid (sculptra) within the last 13 months for cosmetic reasons, beginning on an unknown date. Therapy dates with this physician's office include (B)(6) 2007, (B)(6) 2008. However, patient advised that she was also seeing a dermatologist between dates of (B)(6) 2007 and (B)(6) 2008, who was also giving her poly-l-lactic acid (details unknown). It was also stated that the patient has been seeing the dermatologist for the past 6 months. The patient was reported to have experienced "bumps" starting on (B)(6) 2007, prior to seeing current physician. (The details of any poly-l-lactic acid injections prior to treatments from current reporter were not provided, and it was not specified if the patient had received injections from the mentioned current dermatologist, prior to the patient seeing the physician of the office of the reporting nurse). In current physician's office, poly-l-lactic acid was reconstituted with sterile water and 2% of lidocaine (xylocaine). The reporter stated that the patient received a total of four injections consisting of 6 cc's per vial for a total volume of 48 in her temporal, both cheeks and chin. Patient feels like it is not as effective, as she wants because she still has some residual cheek hollowness although there is an 80% improvement. Reporter noted that patient has thin skin. Patient developed bumps mostly around her chin but also some bumps on her cheek. The bumps are located in the nasal labial fold but they were not reported to be raised or red nor did the patient have a fever. The size is reported as approximately 3 mm. Reporter noted that patient has "some residual bumps, but some of them are from past injections." Nos. The events were ongoing at the time of this report although there are just a few bumps remaining. Concomitant medications include unspecified psychiatric medications. No further relevant information reported.

Manufacturer narrative:
Additional information for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unknown, from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Addendum for internal review of 01-nov-08: review of source document notes that reporter indicated that patient is not hiv positive. Additional lot numbers: a7020, implanted: (B)(6) 2008; a7020, implanted: (B)(6) 2008.